Event description:
It was reported that the pump's usb port was bent resulting in difficulties charging the pump. It was also reported that the customer received a power source alert after plugging the pump into a wall outlet. There was no adverse impact to customer¿s blood glucose level. The customer continued to use the pump for insulin therapy.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.